Event description:
It was reported that when using the bd pyxis medstation system, the device frozen on blue screen and unable to login to machine. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device stuck on a blue screen due to a software malfunction. A technical support specialist uninstalled and reinstalled the remote support service agent and modified the file path to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.